Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to protruded and or loose drive support disk. The motor passed the motor test. Compromised force sensor system was not verified due to motor error alarm. The device was received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm on the insulin pump during the manual prime. Customer also received a motor error alarm during bolus. The drive support cap was noted to be loose and sticking out. Customer's blood glucose reading at the time of the call was 294 mg/dl. No further information reported.